Event description:
It was reported that during a shoulder arthroscopy procedure using a minimagnum knotless implant, the implant failed to deploy. The procedure was completed using a different arthrocare product, however, the deficiency caused a surgical delay in excess of 30 minutes. There were no complications reported as a result of this event.